Manufacturer narrative:
H6: investigation summary customer returned two clear ziploc bags with syringes and polybags inside. One ziploc bag with 41 loose 0.5ml 29ga syringes, one closed polybag 0.5ml 29ga (qty 7) from lot# 2220146 and one empty open polybag from lot# 2220146 and other ziploc bag with 3 loose 0.5ml 29ga syringes, one closed polybag 0.5ml 29ga (qty 7) from lot# 2052388 and empty open polybag from lot# 2052388. All the syringes were inspected by an experienced operator using a scale misalignment gauge (plug gauge) and all the syringes were found to be within specification. A review of the device history record and leading 2lean (l2l) maintenance dispatch history was completed. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h10

Event description:
It was reported that 47 bd ultra-fine¿ insulin syringes from lot 2220146, and 10 syringes from lot 2052388 had slanted/misaligned scale markings. The following information was provided by the initial reporter, translated from japanese: "this is a report about the scale misaligned. According to the user's verbatim report, some scales were found printed slanting and straight in about half of one shelf carton."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: d.4. Medical device lot #: 2220146, d.4. Medical device expiration date: 31-aug-2027, h.4. Device manufacture date: 08-aug-2022. D.4. Medical device lot #: 2052388, d.4. Medical device expiration date: 31-mar-2027, h.4. Device manufacture date: 21-feb-2022. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 47 bd ultra-fine¿ insulin syringes from lot 2220146, and 10 syringes from lot 2052388 had slanted/misaligned scale markings. The following information was provided by the initial reporter, translated from japanese: "this is a report about the scale misaligned. According to the user's verbatim report, some scales were found printed slanting and straight in about half of one shelf carton."